Manufacturer narrative:
An event of fasten heard beat and transient ischemic attack (tia) after the implant procedure was reported. A more comprehensive assessment could not be performed as device remains implanted and was not was received for analysis. It was indicated that patient's tia was an attributed to a carotid/aortic atherosclerotic plaque. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that patient's transient ischemic attack (tia) symptoms lasted about 24 hours. The patient did not have any other clinical signs or symptoms during or after this event. The cause of the patient's tia is attributed to a carotid/aortic atherosclerotic plaque. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. On (B)(6) 2024, the patient was hospitalized due to complaint of fast heart beat with a rate of 120 beats per minute noted on a non-abbott heart monitor. The patient also stated feeling left sided facial numbness/swelling, tingling in left arm, and left sided chest pain. The patient's troponin levels, electrocardiogram, chest x-ray, computed tomography scan, and magnetic resonance scan all came back negative/normal. The patient's cardiac workup also came back negative. There was no further intervention performed, the patient was placed under a 24 hour observation period. There were no further episodes of the patient's symptoms observed. The patient was discharged at the time of report.